Event description:
In 2001 end-user called minimed, USA and stated that the cannula housing became disconnected without end-user's knowledge. On november 1, 2001 maersk medical rec'd the complaint and 1 used infusion set. The near-incident took place in USA.